Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the fixture mount fractured during implant placement. The procedure was completed by placing another implant. There was no report of patient harm or delay in procedure. D4: expiration date: 30 sep 2022, d4: UDI: (B)(4), d10: yes, 16 mar 2019, g4: 30 apr 2019, g5: additional 510k: k962106, g7: follow up, h1: malfunction, h2: additional information, device evaluation, h3: yes, h4: 21 sep 2017. The reported device was received for evaluation. Visual inspection of the as returned product identified significant damage at the implant threads, and it was confirmed that two of the tines are fractured on the implant mount. The two tines are seized into the implant tines. The reported condition of, "the fixture mount fractured during implant placement" was confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fixture mount fractured during implant placement. The procedure was completed by placing another implant. There was no report of patient harm or delay in procedure.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The following information is unknown at the time of this report: not provided. Unknown. The device is expected for evaluation, but has not yet been received. Once investigation has been completed, a supplemental report will be submitted.

Event description:
It was reported that the fixture mount fractured during implant placement. The procedure was completed by placing another implant. There was no report of patient harm or delay in procedure.